Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. The patient underwent a laparoscopic incisional hernia repair and dense lysis of adhesions, during which it was noted that the patient had "swiss-cheese type" multiple hernias in the patient's midline that required two meshes with partial overlap. It was reported that after implant, the patient experienced fistula, inflammation, infection, open draining wound, foreign body giant cell reaction, adhesions, scarring, mesh detachment, unincorporated mesh, abscess, and chronic abdominal pain. Post-operative patient treatment included surgery to remove mesh and abdominal wall reconstruction.